Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the premature ventricular contraction (pvc) burden monitoring enabled. However, a transmission showed that the pvc burden monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.